Manufacturer narrative:
H2: there are 2 fuses associated with this case with product number 9735881. H3, h6: the fuses were returned to the manufacturer for analysis. The fuses were found to not have blown. There was no problem found. H6: codes b01, c19, and d14 are applicable to the analysis. H3: the power cable, lot number: lc 19e02a, was returned to the manufacturer for analysis. The power cable was found to have undergone a third-part repair with the plug assembly replaced. The cable functioned normally but had a torn jacket. H6: codes b01, c02, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the alternating current (ac) input cable, lot number: rev b, was returned to the manufacturer for analysis. The cable was found to have no physical damage. The fuses were found to be good, and the continuity check on the cable was good. The cable was fully functional. H6: codes b01, c19, and d14 are applicable to this analysis. H2: the second fuse mentioned in a previous report has been added to this case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735881. H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a flashing battery icon and the system was beeping. The manufacturer representative (rep) tested multiple outlets and the system continued beeping. The rep tried to reboot the system, but was unable to boot it back up. The rep reported that after putting back together everything on the uninterruptible power supply (ups), the system successfully booted up. Technical services (ts) had the rep reboot the system and it functioned as intended. Ts had the rep go into self-test, all components were connected and the main cart battery percentage was on 89%. Ts had the rep wait a minute and attempt to unplug from wall power. The rep reported that after unplugging from wall power for a minute, the charge only went down to 88%. Ts had the rep plug the system back in and the system continued to beep like it was unplugged from wall power. Ts had the rep take off the back panel and observe the main cart ups. The rep noted that the battery light was slow blinking yellow. The rep confirmed that in self-test, the power status displayed: on battery and battery s tatus: discharging, even though the system was plugged into wall power. Ts confirmed which cable was disconnected from ups when she re-connected it and then the system was able to power on. The rep confirmed it was the battery black cable going into ups. Ts had the rep disconnect that black cable again and re-connect it. Additional troubleshooting was performed. The rep disconnected the battery from the ups and the system was still unable to boot up. It was confirmed there was no leakage on the battery. The rep reseated the internal power cable with no effect. The rep reported that a spark came from the fuse when she pulled it out. The biomedical engineer on site reported that the fuses were not blown. There were no light emitting diodes (leds) on the ups. There was no patient involvement.

Manufacturer narrative:
H2: additional information was received and update in section b5. Additional products were included in concomitant products and referenced in section d10 and expanded here in h11. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735784 , serial/lot : - , ubd: unknown, UDI: unknown; product ID: 9735943, serial/lot : - , ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The fuses, ups, and battery were replaced but the system was still unable to boot up.